Event description:
A malfunction identified as malf 9 was reported, but there were no notable events leading up to it. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was able to continue using the pump without recurrence of the malfunction. The customer was advised to report any further issues if they arise.